Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element ous, mr 3.0 x 24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent strut damage. The first proximal strut was lifted from the crimp stent position. The stent od (outer diameter) of the undamaged section was measured and was within maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no hypotube issues. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-nov-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous mid to distal right coronary artery (rca). Following pre-dilatation at nominal pressure, a 3.00x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed, pre-dilatation was performed again with a compliant balloon, and another guide wire was advanced for additional support. The promus element ¿ stent was advanced again but still failed to cross the lesion. The procedure was completed with another 3.00x24mm drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.